Manufacturer narrative:
Section d3: manufacturing site and section g1: contact office entity updated. Correction to previous report with the wrong contact address, it is corrected on this report.

Manufacturer narrative:
Device evaluation: the removed solenoid , x-valve (number 3) and (number 4) was returned to the product investigation lab (pi). The pil technician installed the solenoid , x-valve (number 3) and (number 4) into a pi ventilator to duplicate the reported issue. Visual inspection of the solenoid , x-valve (number 3) and (number 4) revealed no evidence of damage or contamination. The solenoid , x-valve (number 3) and (number 4) was tested, the failure was not confirmed. The accusation could not be duplicated at the pil. The solenoid's operates at the pil without issue or error code and passes all testing in test 4 (pressure accuracy testing) of the service manual. / no problem found.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device, and the reported issue was not duplicated. Since occurrence record of "check vent: proximal pressure sensor auto-zero failed" (diagnostic code: 110b) was confirmed in the event log, the solenoid valves #3 and #4 will be replaced. The pse replaced solenoid valves #3 and #4 to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report #2031642-2023-00171. All information from the original report(s) has been transferred to this report.

Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device is receiving a proximal pressure sensor auto-zero failed error 110a message. It was reported there was no patient involvement at the time the issue was discovered.